Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An unk 3i healing abutment was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The reported devices location and the length of the devices usage are unknown. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for unk 3i healing abutment. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable for the unk 3i healing abutment. For the unk 3i healing abutment, no further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Device brand name: not provided. Device product code: not provided. Device catalog/ lot number: not provided. Device no returned.

Event description:
It was reported that an unknown healing abutment was unable to seat within the implant. Doctor removed the healing abutment to take impression and when the abutment was attempted to be placed back into the implant, the healing abutment could not seat. Another healing cap was placed and successfully seated.